Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03637. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2006 due to pelvic organ prolapse, stress urinary incontinence, cystocele, rectocele, and enterocele. The patient experienced mesh exposure, discharge, and foul odor. It was reported that patient underwent removal of exposed mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with repair of cystocele, rectocele, enterocele, and vaginal vault prolapse; due to stress urinary incontinence and uterine prolapse.